Event description:
--

Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms. The rv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with set screw marks noted on each terminal, an extended helix and tissue in the helix. It was also noted that the suture was tied directly to the lead at 80 mm from the terminal pin and the extracting stylet was returned stuck in the lead lumen. Visual observation noted a slight indent in the lead insulation and deformed coils at 180 mm, along with stretched and deformed conductor coils at 375 mm form the terminal pin. There were cuts in the insulation at 90 to 105 mm from the terminal pin and puncture holes in the insulation at 37 and 178 mm from the terminal pin. Laser extraction damage at 360 to 375, 517, and 530 mm from the terminal pin, a separation between the tip anode ring and the neck insulation and dried blood and body fluid in the lumen and helix housing past the window were also observed. Further analysis revealed that the cathode conductor coil was fractured at 210 mm from the terminal pin and other multiple fractures between 210 and 225 mm. Wear marks were noted on the inside diameter of the outer insulation at 235 to 248 mm from the terminal pin. These marks appeared to be from the underlying coils, most likely due to some type of crushing damage, possible clavicle location. Analysis confirmed the field allegation.

Event description:
--